Manufacturer narrative:
(B)(4). Conclusion: using an expired product.

Event description:
A sentrant introducer sheath was as inserted as an accessory device for the endovascular treatment of an abdominal aortic aneurysm. It was reported that an expired sentrant introducer sheath was used in an abdominal aortic aneurysm case. No clinical sequelae were reported and the patient is fine.